Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion / root cause: this power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device would not power on. No patient involvement reported.